Event description:
Patient was revised due to pain. Update (B)(4) 2012 - pfs was received. Patients sticker sheet and operative reports were received. It was noted in the revision operative report that while trying to remove the srom stem from the srom sleeve to gain exposure to the acetabulum, that the srom stem would not disengage. This resulted in a one hour extension to the surgical procedure, damage to the stem taper, and eventual removal of the stem/sleeve and insertion of a new stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.